Event description:
Embolization treatment of an avm with onyx. It was reported the patient bled 10 hours post onyx procedure.it was reported the patient had a speech disordered and is currently stable.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were consumed in the event.model# and lot# of other onyx involved:model# 105-7000-060; lot# 9556484; dom: 03/01/2012; exp: 01/31/2015.(B)(4).